Event description:
It was reported that during a laparoscopic scopinaro procedure, while trying to make the gastric part, the device made an unusual noise and cut but did not staple. All staples remained open. Upon trying to fire the device again, it would not open even using the manual unblocked handle. The surgeon was able to reopen the device by pulling the manual release lever six or seven times, and did so once they decided to convert to an open surgery. They finished the procedure using a competitor's device. The pt is well, has not had any worsening and recovers normally.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.